Event description:
It was reported that during the procedure, the catheter (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. H3: device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was broken and kinked/bent. Functional testing was not carried out due to the break on the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter shaft was seen to be kinked and broken/fractured and therefore the as reported event can be confirmed. The as reported and as analyzed issues catheter shaft broken/fractured during use and as analyzed issue catheter shaft kinked/bent listed can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the catheter (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.